Event description:
On (B)(6) 2014, a patient presented with an av fistula. The fistula resulted from the external iliac artery being nicked during a previous gynecological procedure. A gore® viabahn® endoprosthesis was delivered to the target site over a 0.035¿ guidewire. The guidewire was exchanged to a 0.018¿ guidewire. The physician noted slight resistance during advancement of the device. The gore® viabahn® endoprosthesis was placed and deployed. Imaging revealed an hourglass shape of the gore® viabahn® endoprosthesis. The gore® viabahn® endoprosthesis had deployed in both the arterial system and the venous system. The patient was put under general anesthesia and the gore® viabahn® endoprosthesis was explanted. The artery and vein were surgically repaired.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.